Event description:
During a leadless pacemaker (lp) implant procedure, when attempting to release the lp it was unable to separate from the delivery catheter. An attempt was made to redock the lp, but it was unsuccessful. The lp was explanted and a new lp and delivery catheter were used to complete the implant procedure successfully. The patient was stable.